Manufacturer narrative:
Patient/user involvement: no patient harm reported. Attempts to get patient information yielded no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient harm was reported.